Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level was 350 mg/dl on (B)(6) 2026. The elevated bg was addressed by a correction injection via manual insulin therapy. Customer resolved issue by changing infusion set and cartridge and resuming insulin.